Event description:
Product carton returned, however, no device was included for eval.

Event description:
It was reported, that "the cuff leaked". There was no reported pt involvement. The involved device has been returned and submitted to the quality analytical lab for analysis. Note: please reference MFR report #2029387-2000-00097 for initial lot number info as there were two(2) devices involved.